Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event was not confirmed as related with the manufacturing process. A visual inspection was performed, and it was observed the cuff presents a series of small cuts. An inflation/deflation test was performed using a syringe of air was applied to the cuff and it was observed the cuff deflated immediately. Instructions for use (IFU) information states that to test the cuff, pilot balloon and valve for integrity by inflation prior to use. Insert a luer tip syringe into the cuff inflation valve housing and inject enough air to fully inflate cuff. After test inflation, completely evacuate the air. Each tube's cuff, pilot balloon and valve should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used and be returned. Do not overinflate the cuff. Ordinarily, the cuff pressure should not exceed 25 cmh20. Overinflation can result in tracheal damage, rupture of the cuff with subsequent deflation, or in cuff distortion which may lead to airway blockage. Various bony anatomical structures (e.g., teeth, turbinates) within the airway or any intubation tools with sharp surfaces might jeopardize cuff integrity. Damage to the thin-walled cuff during insertion will subject the patient to the risk of extubation and re-intubation. If the cuff is damaged, the tube should not be used. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff was noted to be deflated and it was replaced. There was no problem during the check of the cuff, so there might be with some problems during use, but a thorough investigation was requested. The patient was intubated.